Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing, which was myopotential oversensing via merlin transmission. It was not reproducible with isometric exercises. No programming change was made. The patient was stable before, during and after the event.